Event description:
The reporter stated that during a spinal surgery procedure, the torx tip of the coral crosslink driver sheared off when the surgeon was implanting the crosslink. The surgery was completed with two crosslinks being implanted. The torx tip sheared off during the implanting of the first crosslink. A torx driver from the universal removal set was used to implant the second crosslink. There was no adverse outcome for the pt.

Manufacturer narrative:
A review of the device history record showed no anomaly. The device was received for eval integra's investigation determined that the cam that locks the cross connector onto the rods rotates 180 degrees from unlock/install to fully locked. In the past this has been treated as a set screw and tightened hard until the driver tip shears. If it is attempted to turn the cam past 180 degrees, the instrument can fail in this manner. No corrective action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.